Event description:
According to the reporter, during a laparoscopic side-to-side anastomosis of the colon and small intestine, at the time of anastomos is, the surgeon was unable to press the green button. Therefore, the device did not fire. The surgeon opened and removed the jaws from the tissue and used a new reload with the same powered devices to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: unknown stapler - unknown stapling device, unk-egiaadapter - unknown egia adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had all full complement of staples. The jaw of the reload was open. Functional testing found that the reload was loaded into a representative instrument. The reload was applied to test media, all staples were placed and the test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of the distal cartridge suture disengaged from the reload not related to the reported condition. Visual examination noted that the suture at distal end of the cartridge side was disengaged. The most likely cause was determined to be manufacturing related. This can occur when the distal cartridge suture is not fully seated against the cartridge wall during assembly and the shrinking effect of the suture during the sterilization process causing it to dislodge from the reload inside of the sealed package. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.